Event description:
It was reported that at the end of a procedure, the nurse attempted to reposition the light head to allow pt transport when it detached and fell to the floor. The nurse was struck in the hands but suffered no injury. (B)(4).